Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "contracted", baker grade unknown.

Event description:
Patient reported, right side "calcifications" and "nodule". It was later reported, "contracted". The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: calcification: no observed. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "calcifications" and "nodule." It was later reported "contracted." The device has been explanted.